Manufacturer narrative:
(B)(6). Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® bivona® customized tracheostomy tube was pulled apart by the patient pulling forcefully on the tube and disconnected from the patient's ventilator. The incident caused the 15 mm adapter to break off from the tracheostomy tube, and was unable to be placed back onto the tube. The issue was observed by a respiratory therapist. As a result, the tracheostomy tube was changed. No patient injury was reported. See MFR: 3012307300-2017-00286 and 3012307300-2017-00287.